Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 2.8 mmol/l. The hypoglycemia was treated with glucose/carb intake. The event involved product mmt-7040c2. Troubleshooting was partially performed. It was found that the insulin delivery was not suspended due to the sensor glucose value. The discrepancy between the sensor glucose value and blood glucose value was not within the target range. The sensor glucose value was 4.2 mmol/l and blood glucose value was 2.8 mmol/l and the difference was greater than 30%. It was unknown whether the customer used the pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. Product return for mmt-7040c2 is not expected.